Event description:
During installation of the device the service representative observed that the device did not switch from ac to backup battery power as expected. The uninterruptible power source circuit board was replaced, and the device was restored to specified function. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.